Event description:
Catheter device removed from right side of pt's upper chest area. "A line attached to the device fractured off." X-ray revealed catheter to be lodged in inferior vena cava. Remaining portion removed 7/8/94 via right femoral venipuncture. Unknown cause of device fracture.